Manufacturer narrative:
Info not available, device not returned for analysis.

Event description:
It was reported that the 4-40 stud is broken. There is no further info available. No pt consequence. Device is not being returned.